Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient's mother reported that the battery frame with battery exploded in the hand of the father. The battery flew onto the father's chest and injured him (light burn).